Event description:
Embolectomy balloon became detached from catheter during embolectomy of left femoral graft. Pt was taken to cath lab for possible removal of debris but none was found. Subsequent doppler studies did not reveal the foreign body.